Event description:
Patient received an over the counter heating pad that later was recalled. Patient states the heating pad felt very hot on her neck while in use. Patient left heating pad on her chair/recliner while using the restroom. When patient returned, the heating pad had melted the chair.